Event description:
It was reported that the customer was hospitalized due to blood glucose level of 900 mg/dl and seizure; however, further details and nature of hospitalization were not provided. Additionally, it was reported that the pump battery was depleting quickly. The customer declined troubleshooting with tandem technical support and declined to provide additional information.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.